Manufacturer narrative:
Initial 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set issues that between (B)(6) 2025 and (B)(6) 2026. The cannula failed to properly insert into the subcutaneous tissue in a muscular patient resulting in high blood glucose of 540 mg/dl with ketones and two emergency room visits treated with intravenous saline and insulin